Event description:
It was reported that the patient with an artificial urinary sphincter (aus) stated that he has been experiencing increased leakage and wanted to know if there is anything he can do besides surgery to correct or improve the incontinence. The patient was advised to consult his doctor for device evaluation and next steps. No revision has been informed, and no additional patient complications were reported.

Manufacturer narrative:
Event date was not provided. Therefore, 03/01/2025 was used as approximate event date.